Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
If your department does not use a 50ml luer lock plastipak syringe with ref: (B)(4), the e-mail below does not apply to you. Today a complaint was reported from a department about jha article 1014147 the 50ml plastipak luer lock syringe with ref (B)(4) and lot number 2401034. With these syringes, a sticky substance was found on the pestle, which you can also see against the wall of the syringe as shown in the photos in the attachment. There is always a minuscule layer on the pestle to make the syringe work smoothly. In all likelihood, according to the supplier, too much substance has ended up on the pestle. The syringes are of course being examined and the report has already been picked up by the supplier today. The advice is not to use syringes that contain too much substance, but to keep them. For now, according to the supplier, it is not necessary to remove all syringes with lot number 2401034 from stock. It is important to do a visual check as usual before use. The request to draw the attention of all users to this. If syringes with an excess of substance are found in your department, please send me an e-mail and keep the syringe. If it turns out that more action is needed, you will be notified as soon as possible. If you have any questions about this email, please let me know. Additional information: could you please provide a date of event? Week 11.

Event description:
This complaint is a duplicate of (B)(4).

Manufacturer narrative:
Follow up MDR for correction: following the submission of the initial MDR, it was determined that this complaint is a duplicate of pr (B)(4) and will be cancelled, voiding this MDR.